Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has not been received to date. (B)(4).

Event description:
A surgeon reported following multiple intraocular lens (iol) implant procedures, he is seeing glistenings on approximately 20 patients. Impact on the pt is unk. Additional info has been requested but not received to date.